Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm,vicmo 13.2, -17.50 diopter,implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to refractive surprise. It reported that the problem resolved, patient is okay. The reporter indicated " there was an iris prolaps during explantation of the icl. The surgeon decided to wait with new implantation of icl and the patient wears cl." If additional information is received a supplemental medwatch report will be submitted.